Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Performed service & repair functions as per (B)(4). Nothing noted in the service history that could have contributed to the complaint. Attached box label, electrical safety and vapr vue repair record. Unit was evaluated and the complaint of "not functioning" was confirmed. The psu board was replaced to repair the issue. The scratched top plate was replaced. The missing dust cover and a missing mounting foot were replaced. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. Furthermore, the lot number that was supplied is invalid which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported during a rotator cuff repair the vapr vue generator displayed an error code and displayed will not reset, needs replacement. The procedure was completed using a similar device. There was no patient harm or delay in surgery. This is report 1 of 1 for (B)(4).